Manufacturer narrative:
The product was not returned for eval. The user reported the cannula was not inserted correctly into the infusion site. This condition would interrupt insulin delivery and contribute to hyperglycemia if it occurred. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported her blood glucose reached 400 mg/dl less than 12 hours after the pod was activated. Upon removal she noticed the cannula was not inserted into the infusion site.